Event description:
In 2008, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. It was reported that a device limb had occluded. Approximately 2 months later, a thrombectomy was performed and both limbs were ballooned at the level of the flow divider. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Device occlusion. Please note: attached list of add'l devices implanted and involves in this event: pxc121400/lot#05529608.